Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "tubes don't fill properly. Incident occurred during use."

Manufacturer narrative:
Investigation summary; bd did not receive samples or photographs from the customer in support of this complaint. However, bd did receive 100 samples from the customer in support of a related complaint. Therefore, 20 retained samples from the bd inventory along with 20 customer samples from the related complaint were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the customer samples and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.